Event description:
On (B)(6) 2012, the patient/lay-user's daughter contacted lifescan (lfs) (B)(4) alleging that her father was experiencing an "er5" warning issue with his one touch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported that the alleged issue with the subject meter began on an unspecified day, 3 weeks prior to contacting lfs. She denied that her father takes any medications to manage his diabetes and due to the alleged issue, it is unknown if he made any changes to his usual diabetes management treatment. The patient's daughter claimed on an unknown date and time, after the alleged issue began, her father felt "unwell and drowsy." She reportedly took the patient to the emergency room to get his blood glucose tested, but she could not recall the result obtained. It is also unknown if the patient received any medical treatment at the hospital for his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct testing technique and the blood sample was drawn in successfully to the strip. However, it was also noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter claims her father was unable to test his blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.